Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos at night and was unable to drive safely. The lens was exchanged for a different lens seven months after initial implantation. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned inside a plastic specimen cup. The lens was removed for evaluation. Viscoelastic and blood were dried on the lens. No obvious damage was observed. The lens was cleaned for further evaluation. After removal of the solution and blood, light scratches were observed on the optic. A power and resolution test was conducted. Lens meets specification readings for this specific lens: focal length 14.5 and cylinder 2.25 and lens add 2.50. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported complaint of "glare and halos at night". The root cause of the light scratches cannot be determined. A lens bench evaluation was conducted with the returned lens and the optical power and resolution is acceptable. (B)(4).